Event description:
It was reported during use that linear 40cc intra aortic balloon (iab) had balloon ruptured. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6) hospital, e1 (initial reporter) dr. (B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h11.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (type of investigation) keeping UDI partial as product details are not provided.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU, 2. Membrane folding or resistance, 2. Patient-related factors (e.g., plaque abrasion), 3. Off-label use.

Event description:
N/a.